Manufacturer narrative:
One cadd legacy plus pump was received in good physical condition. The reported issue could not be found in the event history log. Accuracy testing and functional check were performed. The reported issue was unable to be confirmed. The flow rate accuracy was within specifications. Possible causes of the issue are related to the disposable circuitry connected to the pump. There was no fault found with the returned pump.

Event description:
On 06/26/2021 MDR=yes. Ambulatory infusion pumps/cadd legacy plus pumps - 6500. Report of discrepancies of greater then six percent of under infusion of pump. Malfunction may cause or contribute to death or serious injury. No patient death or serious injury. The hazardous situation for the given complaint device would likely cause or contribute to a death or serious injury if the malfunction were to recur. (B)(4).